Manufacturer narrative:
The product is not going to be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500313 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During insertion, the coil of the trufill dcs orbit galaxy system (640cx2525/13500313) moved and was exposed in the y connector; the coil was damaged and unraveled during the exposure in the y-connector. It was reported that it was due the y-connector not being sufficiently closed. During insertion, the coil introducer was seated correctly in the microcatheter hub, and the y connector was opened sufficiently to allow the passage of the coil/delivery system. The procedure was continued using another product with no further issues. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500313 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. As reported, the procedural handling of not securing the introducer by closing the y-connector as outlined in the instructions for use resulted in exposure of the coil while in the y-connector and subsequent damage to the coil. The instructions for use further outlines that while holding tab and delivery tube with one hand, slide the zipper distally to the stopper. It is cautioned that failure to hold the tab and the delivery tube could result in the delivery tube moving out of the coil introducer exposing the floppy section of the delivery tube or exposing the embolic coil. With review of the reported information and the device history records, there is no indication of any manufacturing issues impacting the event. Procedural factors appear to have contributed to the reported event.

Event description:
During a coil embolization of an unknown vessel that was not calcified or tortuous, the orbit galaxy complex xtrasoft 2.5 x 2.5 coil ((B)(4)) moved during insertion and was exposed in the y-connector because an assistant doctor did not close the y-connector sufficiently, and the coil unraveled during exposure in the y connector. The procedure was continued using another products and was completed with no other issues. During insertion, the coil introducer was seated correctly in the microcatheter hub, and the y connector was opened sufficiently to allow the passage of the coil/delivery system. There were no damages noticed on any section of the delivery system or microcatheter that may have contributed to the event. A constant flush was maintained at all times through all the systems. After removal, other than the reported event, the device was not damaged (coil kink, bend, fracture, etc), delivery system (unraveled, stretched, kink, bend, fracture, etc), and the coil remained attached to the delivery system. The product is not going to be returned for analysis, and no additional information is available.